Manufacturer narrative:
Product event summary: analysis found the lower part of the display was missing several missing; liquid crystal display found defective. It was noted two knobs were missing. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator was returned to the manufacturer, analyzed and tested out of specification. There was no patient involvement.